Manufacturer narrative:
No parts returned for failure analysis; investigation terminated.

Event description:
Hospital reports unit vent inop with error code e20 displayed. Service technician unaware of any patient injury or compromise with this unit.